Event description:
Insulin pump malfunction over the course of 1 1/2 years, returned bad pump and received new pump over 12 times. Many different malfunctions: motor burnout, interior water damage, interior insulin leakage, other error codes reporter does not know explantation of.